Event description:
Anatomy of the iliac arteries was aneurysmal and tortuous. Deployment of the ipsilateral leg graft noted a distal type I endoleak. To resolve the endoleak, an iliac leg graft was deployed within the ipsilateral leg graft extending to coverage of the vessel to the internal iliac artery. A retrograde angiogram showed the endoleak still persisted, however, had minimized in size. Physician elected to conclude the aaa repair procedure and schedule a follow-up examination in one month. At that time a further assessment of the endoleak will be evaluated.